Manufacturer narrative:
Narrative: the cartridge and instrument are being sent back to siemens medical solutions diagnostics for further evaluation. Evaluation: the reagent cartridge was difficult to remove from the system. This event is being reported because it occurred in a potentially biohazardous environment.

Event description:
In 2007, a customer cut her hand while trying to remove an hba1c reagent cartridge from the dca testing compartment area. The customer claimed that she was unable to remove the cartridge from the dca after using tweezers and pressing the release button. The customer cut a finger when the tab on the cartridge snapped off. The cut was evaluated by a nurse practitioner who rinsed and bandaged the finger and determined that stitches were not required.